Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
The customer reports that the peripheral venous catheter was non-operational, the hemoglobin of the patient decreased to 7.6; that's why this central ventral catheter was inserted on (B)(6) 2013, in right femoral. During the swg removal, the swg broke; a little piece was in subcutaneous. It was surgically removed on (B)(6) 2013. No clinical consequence or injury reported.